Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Visual observations revealed that the initial section of the needle was bent, the silicon sleeve was not remaining in place and the suture was damage. Finally, the implants were not deployed, confirming this complaint. Based on the condition of the needle could not be performed the functional test. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. No information was provided on how or when the failure has occurred; therefore, we cannot discern a specific root cause for user to have experienced this issue reported. The damage in the initial point to assembly the needle in the gun can be attributed to the heavy use while trying to connect in the connection point. The possible root cause of the failure reported could be the over-penetration during insertion which have caused blocking insertion of the first implant, and when this occurred may have felt resistance. For the damage in the sleeve could have made it difficult for the surgeon to deploy the second implant when inserted into the patient meniscus. As per IFU, it is important to use a calibrated probe, measure the width of the meniscal tissue to be repaired. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in (B)(6) that during a meniscal repair surgery on (B)(6) 2021, it was observed that the omnispan meniscal repair 27deg device did not fire. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.